Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging that the display screen had a line going through it. There was no indication that the device caused or contributed to an adverse event. This complaint is being reported because the issue may impact the user's ability to read some or all of the information on the screen which may result in over or under delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 07/26/2017 with the following findings: during investigation, the pump was powered on and the display was found to be fully functional, clear and legible. The pump was opened and the display flex was fully seated and secure in connector. Unrelated to the original complaint, multiple cracks were noted in the battery compartment. The complaint of a line through the display could not be replicated. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.